Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was feeling sick. They were vomiting and had dizziness while they were in the bathroom. When she got to her bed, her dizziness got worse and continued to vomit. Her husband brought her to the emergency room around 5:00 pm. Upon arrival, a CT (computed tomography) scan was performed and the results showed that the patient had a stroke. The patient could not confirm how the cgm was functioning during the time of the event but recalled that the cgm value was inaccurate. The patient was in the ER for approximately 5 hours and discharged around 10:00 pm. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 07/02/2025. This information will include the information from the initial MDR with additional information. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 at around 4:30pm, the patient was sick and experiencing vomiting and dizziness. The patient was in the bathroom during this time and was able to get to her bed. At that point, the dizziness worsened and she continued to vomit. Her husband brought her to the emergency room around 5:00pm. Upon arrival, a CT (computed tomography) scan was performed as well as blood work. Results for both tests were normal. The patient could only recall that on the night before the event (B)(6) 2025), the cgm readings were inaccurate and off by around 80 points. The patient was in the ER for approximately five hours and was discharged around 10:00pm on (B)(6) 2025. When the patient went home, she still felt sick and reported that she felt sick all week long so she decided to go back to the hospital on (B)(6) 2025. A CT scan was done again to rule out a stroke. A second CT scan was done and showed that four small chambers of the cerebellum were blocked and confirmed the patient had a stroke. On this day, the patient did not check the cgm for inaccuracies. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - additional. H2 additional information.